Manufacturer narrative:
The investigation was started but is not yet concluded. Results will be provided in a follow-up report.

Event description:
It was reported that on (B)(6) 2020 at 10:52 during manual operation with battery, the device generated an alarm that the internal battery has only 30% remaining charge 15 minutes after the start. Immediately after that, the device generated an alarm again that the internal battery has only 10% remaining charge. Then, the device shut down. No patient consequences reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The manufacturer investigation was performed based on the provided information including the log file. The logged entries confirm the reported event. On (B)(6), 2020 at 10:04:43 the internal battery was activated. At 10:10:52 the device alarmed and logged "internal battery < 30%" and some seconds later at 10:10:59 "internal battery <10%". A device restart can be confirmed one minute later at 10:11:59.in general, if the savina 300 is not connected to mains power or an external battery, the unit switches to the internal battery with audible alarm and displays the message "internal battery activated". This alarm can be acknowledged, so that only one note with the same message remains. Upon further decrease in capacity (<30%), the device alerts the user with a corresponding alarm again. Before the end of the operating time (<10% remaining capacity) the device alarms with a high priority alarm. When fully discharged, the ventilation stops and the device switches off with a power failure alarm with high priority, which remains active for at least 2 minutes.due to the short timeframe between battery related alarm generation and device shut down, it is likely that the internal battery was damaged or worn and could only hold a reduced capacity. The savina 300 is equipped with batteries with lead-gel technology. Batteries of this type perform particularly well when used as a backup battery. If these batteries are used in irregular alternating mode, e.g. In intra-clinical transport, the service life is shorter due to technology. A more frequent replacement of the internal battery or the additional use of the external battery is recommended in this case. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.